Event description:
The following has been reported: biomed reported: dead screen. No patient harm/infusion stoppage reported. (B)(6) 2025 - vigilance reached out to clarify whether there was damage that led to the "dead screen", or if it was truly not turning on. Will conservatively assess as a "screen - no input" based on the initial description of event. 10mar2025 - per complainant: "black screen pump will turn on and off screen will stay black bumped it and it flickers on but wont stay on" a preliminary review of the logs identified the following issue: mechanical hardware failure (screen, no input) . An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a screen, no input issue. The device was powered on and it was discovered that the backlight cable has been pinched causing a short. When the device is bumped, the cable moves against the pneumatic plate causing the screen to flicker. Internal inspection also found that the lever arm retaining plate is cracked.